Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter, 5max reperfusion catheter, 3max separator, and a 5max separator. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not injected. During the procedure, aspiration was successfully performed using the 3max reperfusion catheter, 5max reperfusion catheter, 3max separator, and a 5max separator. During aspiration, the vessel became perforated and caused cerebral disorder associated with subarachnoid hemorrhage. The physician withheld treatment and the patient expired. Physician's comment: the event was due to the patient's fragile vessel and incompatibility between 3max and 5max. The relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00623, 00624, and 00625. The hospital discarded the device.